Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "excessive activity, trauma and excessive weight bearing have been implicated with premature failure of the implant by loosening, fracture, and/or wear." The device was returned for evaluation. Visual examination showed that the humeral tray had experienced a taper fracture. The force applied to the taper could not be determined. The tray was manufactured prior to the implementation of a corrective action to control the tray thickness and improve the taper radius.

Event description:
It was reported that a patient underwent a total shoulder arthroplasty on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2014 due to a fractured humeral tray. The humeral tray and humeral bearing were replaced.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.